Manufacturer narrative:
Insulin pump unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Device passed displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Insulin pump received with cracked display window, cracked display window corners, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window.

Event description:
Customer's blood glucose alarmed a motor error alarm during basal. Customer's blood glucose was 130 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.